Event description:
During infusion of noradrenaline utilizing syringe in infusion pump, patient went into shock due to interruption of drug administration resulting from alleged problem with syringe. Patient was transferred to intensive care. Report indicates that the patient's health was optimistic without adverse consequences.

Manufacturer narrative:
Actual device was not returned. An unused device was returned but it did not display any defects.